Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, 99% stenosed lesion in the left anterior tibial artery. A 3x200mm armada 14 percutaneous transluminal angioplasty (pta) balloon dilatation catheter (bdc) was advanced to the target lesion without issue and inflated one time to 8 atmospheres (atm) when the balloon ruptured, possibly due to vessel calcification. There was no adverse patient effect or a clinically significant delay in procedure. Another device was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties were likely due to case related circumstances of the procedure. It is likely that the rupture occurred due to interaction with lesion calcification. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.